Event description:
It was reported that the programmer was unable to boot up properly, that it would freeze on the display screen. The programmer was returned for service. There was no patient involvement indicated in this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Errors were found logged on the hard drive that were unrelated to the reason for return.

Event description:
It was reported that the programmer was unable to boot up properly, that it would freeze on the display screen. The programmer was returned for service. There was no patient involvement indicated in this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.